Event description:
Device malfunction: premature partial deployment. Time of malfunction: during preparation. Symptoms/ ae: no pt involvement. It was reported that while loading the expert stent onto the wire, prior to placing the device into introducer sheath, the stent became prematurely, partially deployed. Reportedly, the tuohy borst valve was checked and confirmed to be locked. The device was discarded. There was no pt involvement. Although requested, there is no additional info available.

Manufacturer narrative:
The customer reported the stent was discarded. The lot number was provided. Without the device to examine, no determination could be made as to the root cause of the reported event. Therefore, the conclusive root cause could not be determined. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this complaint.